Event description:
It was reported that a patient was being treated for a brain aneurysm with the flow diverter system (subject device) with no complication was noted during a case . Post procedure, about 7pm est,the patient had suffered a bleed in the brain as a result of the procedure. No other information was provided.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
Outcomes attributed to ae- added : death - required medical intervention to prevent permanent impairment/damage (devices). Executive summary ¿ update. Update - death. Patient code ¿ added: death - aneurysm rupture - vessel perforation. Concomitant products grid: added. As per the additional information, there was challenging access of the m2 branch for placement of catheters. Wire manipulation between the guidewires. As a product related root cause does not apply and the issue is due to known physiological effects of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. This is 1 of 3 reports.

Event description:
It was reported that a patient was being treated for a brain aneurysm with the flow diverter system (subject device) with no complication was noted during a case . Post procedure, about 7pm est,the patient had suffered a bleed in the brain as a result of the procedure. No other information was provided. Received additional information on (B)(6) 2019 stated that the patient¿s bleeding causally was likely related to wire manipulation during the case. Ventriculostomy placed as medical intervention . Additionally, it indicated that the cause of frontal/parietal ipsilateral hemorrhage was possibly rupture of bifurcation middle cerebral artery (mca) aneurysm or vessel perforation at m1 or m2 . It was additionally reported that the patient passed away.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that a patient was being treated for a brain aneurysm with the flow diverter system (subject device) with no complication was noted during a case . Post procedure, about 7pm est,the patient had suffered a bleed in the brain as a result of the procedure. No other information was provided.